Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump had a blank display anomaly. The battery had apparently leaked and even though the customer cleaned the battery compartment with a q-tip, the insulin pump would not turn on. The patient's blood glucose at the time of incident is unknown. The battery compartment was corroded. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. After cleaned the battery tube the display properly and passed operating currents, self-test and displacement test. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.